Manufacturer narrative:
Additional information was received on august 04, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma (new or worsening), kidney disease/toxicity. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed: ¿ a dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, inside the inlet of the blower box, and on the blower. ¿ what appeared to be dried liquid spots with potential mineral deposits were observed on the blower. ¿ the top enclosure screws were observed to be missing from the device. ¿ the blower box was observed to have what appeared to be keratin-like substance on the outlet of it. (B)(4) addresses the issue of keratin. Manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found 1 error codes (error e-100). Manufacturer was not able to confirm the complaint or address the symptoms specified. Box h: device problem code, evaluation method code grid, evaluation results code grid and conclusion code grid was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), kidney disease/toxicity. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.